Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device experienced a drawer failure. The field service engineer (fse) replaced damaged rails in drawer 6 to restore normal operation. After completing the repair, the storage space was recovered and tested successfully by pharmacy staff. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure due to bad rails. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.